Event description:
The customer reported that the system x-ray tube was arcing and the system shut down. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced, the beam was aligned, and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.